Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was fragile and tore upon fixation. It was also reported that the catheter lock was smaller than previous products and after engaging the catheter lock, it moved back and was loose. The catheter was sutured to the tissue to prevent catheter dislodgement. There was no reported patient injury.

Manufacturer narrative:
The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Although the sample was not returned for evaluation, two electronic photos and one video were provided for review. Although the investigation is inconclusive for the described failure modes of a fragile catheter that tore upon fixation and a smaller cathlock than for previous products, the complaint is confirmed for a catheter lock that was loose and would not secure completely. From the video, the looseness of the catheter was apparent. Serrated forceps were used to move the catheter lock back and forth. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues, such as handling with traumatic forceps, contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the catheter was fragile and tore upon fixation. It was also reported that the catheter lock was smaller than previous products and after engaging the catheter lock, it moved back and was loose and would not secure completely. The catheter was sutured to the tissue to prevent catheter dislodgement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: prior to receiving a physical sample, two electronic photos and one video were provided for review, along with an unused physical sample. Although the investigation was inconclusive for the described failure modes of a fragile catheter that tore upon fixation and a smaller cathlock than for previous products, the complaint is confirmed for a catheter lock that was loose and would not secure completely. From the video, the looseness of the catheter was apparent. Serrated forceps were used to move the catheter lock back and forth. Evaluation of the physical sample returned included measurement of catheter wall thickness, inner diameter, and outer diameter, 2 port stem outer diameters, and the inner diameter and length of the 2 catheter locks. All were in specification except the inner diameter of the catheter lock found loaded on the catheter lock, which measured slightly large. The source of this difference is unknown. In addition, evaluation of the sample returned found that when the port body, catheter, and both catheter locks in turn were assembled the catheter was securely attached to the port stem. The assembly was patent to infusion and aspiration; no leaks were observed. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues, such as handling with traumatic forceps, contributed to the reported event. The reported event could not be confirmed with the returned physical sample as it was not the original and the clinical conditions which led to the events as reported cannot be reproduced. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter was fragile and tore upon fixation. It was also reported that the catheter lock was smaller than previous products and after engaging the catheter lock, it moved back and was loose and would not secure completely. The catheter was sutured to the tissue to prevent catheter dislodgement. There was no reported patient injury.